Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead pulled out with the right ventricular lead during a right ventricular lead explant procedure. Insulation damage was noted post explant.